Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service provider evaluated the customer's device and verified the reported issue. The power pcb assembly and the right-angle cable for the external power supply were replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.